Manufacturer narrative:
Follow-up # 1 ¿ (12/02/2014). The lay user/patient¿s test strips have been returned on 10/29/2014 and evaluated by lifescan product analysis on 11/26/2014 with the following findings:the test strips were tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging that the subject meter (onetouch verio iq) read inaccurately low compared to another device. The reporter claimed obtaining blood glucose readings of 2.3mmol/l with the subject meter and 4.5mmol/l on another device (accuchek), performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.